Manufacturer narrative:
Product ID# mc1vr01us. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the outer shaft of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5 cm from the distal end of the delivery system. The inner shaft is kinked at 2 cm from the distal end of the recapture cone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date:07/14/2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 05/15/2019, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun device return to MFR? Yes, device mfg date: 02/07/2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the lead less implantable pulse generator (ipg), multiple attempts were made to deploy the ipg. The ipg was recaptured approximately 4 to 5 times and repositioned. In each position, it was not possible to measure sensing or impedance therefore the thresholds were never measured. It was noted that the ipg would "dive down" during deployment. The delivery system and ipg were removed and the delivery system was observed to be severely deflected/bent at the end. The delivery system and ipg were not re-introduced and a new delivery and ipg were used for the implant. No patient complications have been reported as a result of this event.